Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) suffered a cardiac arrest and was resuscitated in an ambulance. A patient family member inquired if the device could be damaged if an external defibrillator was used, however, the emergency response team indicated they performed cardiopulmonary resuscitation (CPR) and did not use external defibrillation. The patient family member reported that the patient has been hospitalized for 8 months. The cause of the cardiac arrest was unknown. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts were made to obtain additional information from the following clinic, however, the patient has been lost to follow up for several years and the clinic has no additional information.